Event description:
Reporter alleged obtaining discrepant blood glucose results of 42 mg/dl back to back with a result of 381 mg/dl when testing was performed less than 30 seconds a part on the advantage system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter indicated he took his normal dose of 15 units of rapid acting insulin however no other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.